Event description:
A report was received that patient had stimulation in the chest and stomach and patient experienced difficulty breathing.

Event description:
A report was received that patient had stimulation in the chest and stomach and patient experienced difficulty breathing.

Manufacturer narrative:
Additional information was received that no further information could be obtained and that there will be no further course of action.

Manufacturer narrative:
Additional information was received that the uncomfortable feeling was more on the patient¿s ribs whenever the stimulation was turned on.

Event description:
A report was received that patient had stimulation in the chest and stomach and patient experienced difficulty breathing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that patient had stimulation in the chest and stomach and patient experienced difficulty breathing.

Manufacturer narrative:
Additional information was received that there will be no further course of action.